Manufacturer narrative:
The t:slim x2 g5 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer was unable to verify the amount of insulin was in the cartridge at the time of the reported issue. The customer reloaded the cartridge successfully; however, when performing the fill tubing sequence, the customer was connected to the infusion set tubing and inadvertently delivered 12 units of insulin. Blood glucose (bg) level decreased to 45 (mg/dl) and the customer consumed carbohydrates to treat the low bg. At the time of the reported issue, bg level was in the 70's (mg/dl), and the customer consumed glucose tablets to ensure bg level remained within range.